Manufacturer narrative:
The device was received partially deployed with the exposed needle beyond the needle well. Inspection of the needle mechanism found the hard cannula not properly seated in the slide retract. The needle mechanism was unable to manually reset into its loaded position using the lock-and-load fixture due to the damage observed on the slide retract, which prevents the hard cannula from staying seated. It can be confirmed that the hard cannula was incorrectly installed, which makes it the main cause behind the reported symptoms of needle not retracting and pain during insertion. Additionally, the presence of an exposed needle can also be confirmed as the main cause for the blood that was observed on the adhesive pad. The formed needle was further inspected and found it bent on the exposed portion. However, the cause and timing of the damage cannot be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn between 4 and 24 hours and patient reported bleeding and pain due to the issue.